Event description:
It was reported that a patient experienced an infection and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. It was reported that the patient was hospitalized for an unrelated indication nineteen days prior to death. During hospitalization the patient experienced an infection. The cause of the infection was unknown. It was reported that the patient was treated with an unspecified antibiotics (dose, route and frequency not reported) for the infection. It was reported that the patient passed away nineteen days after hospitalization. The cause of death was reported to possibly be cardiac related, respiratory related, or infection related. An autopsy was not performed. It was reported that apd therapy was discontinued during hospitalization and the patient was switched to continuous ambulatory peritoneal dialysis (capd) therapy. It was reported that three to four days prior to the patient passing away, capd therapy was discontinued and the patient was transitioned to continuous renal replacement (crrt) therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.